Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 5.00mm x 20mm nc emerge balloon catheter was advanced to treat coronary artery disease. However, during the procedure, the balloon broke apart. The broken part was successfully retrieved from the patient and the procedure was completed with another balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. There was a shaft separation 2.5cm distal to the midshaft bond. At 7mm in length, running distal from the shaft separation, the inflation lumen was stretched.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 5.00mm x 20mm nc emerge balloon catheter was advanced to treat coronary artery disease. However, during the procedure, the balloon broke apart. The broken part was successfully retrieved from the patient and the procedure was completed with another balloon. There were no patient complications reported.